Event description:
It was reported the patient's ipg was no longer functional. Communication could not be established using a demo programmer, and the patient did not have his external devices to confirm loss of communication. Subsequently, the patient underwent surgical intervention to explant and replace the ipg. The patient has effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.